Manufacturer narrative:
Evaluation summary: a review of the device history record could not be conducted because a lot number was not provided. A sample without original package or lot number was received for evaluation. After performing a visual inspection, it was observed that the y-port is broken. The reported condition is confirmed. Based on the sample and by reviewing the process, a root cause could not be determined. Due to the amount of force required to damage this part, it is possible that too much force was used when handling the device. No corrective actions are deemed necessary at this moment. The process is running according to product specifications and meeting quality acceptance criteria. The manufacturing site will continue monitoring the process for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the ng tube had a split at the bifurcation. Additional information received from the customer stated that the tube was broken at the bifurcation during use and leaking was noticed. The ng tube has been replaced. There was no patient harm reported.